Event description:
Wylie clamp allegedly caused a tear in the inner lining of the external iliac artery. The tear caused a flap to occlude and prevent perfusion to the lower extremities. This event occurred during kidney transplant surgery.